Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
The customer reported linting of the blue, non-x-ray, cotton or towel pwtb04-stm from the cardiac catheterization pack/ sanocccorc. The event date of the incident was unknown by the customer. No patient demographics were provided after numerous attempts to obtain. Although no injury was reported, cardinal health is proactively filing a medwatch report for potential risk to the patient.

Manufacturer narrative:
Supplemental report is being filed as investigation results available. From the device history record, lot#20190723-23-sh was manufactured on 01st aug 2019. No exception was recorded in the device history record that could lead to the reported incident. The average linting data is 0.202g / 10 pieces and within specifications. No sample was returned for investigation. According to the supplier, the or towel is made of cotton, so cotton fiber is born and inevitable. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). D. In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation that occurred in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.